Event description:
A report was received through the us specialty pharmacy (accredo) indicating both of the pt's optinebs have a metal strip running down the back which were coming off. When the pt attached the power adaptor cord, sparks came out. The pt removed the strips and now there are no sparks. Initial reporter: consumer. Device manufacture date: 04/01/2010.